Manufacturer narrative:
Unit passed displacement test, selftest, and active current measurement. Unit received with high sleep current due to unexpected battery power loss shown in power graph at different durations of time. Problem isolated to electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received low battery alert. Customer stated that battery did not last more than 1 week. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.